Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute salpingitis'), device dislocation ('migration of essuire device/device within hemipelvis'), oophoritis ('oophoritis') and abscess ('abscess') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2000, tonsillitis in 2000, multiparous and loop electrosurgical excision procedure. Concurrent conditions included prophylaxis since 2000, ovarian cyst, hydrosalpinx, septate uterus, left lower quadrant pain, pain, urinary incontinence, burning micturition, painful urination, constipation, diarrhea, vomiting, cervical dysplasia, dysfunctional uterine bleeding, hematuria, chills, vaginitis, vaginal itching, discomfort nos, vaginal odor, vaginal discharge, ovarian abscess and peritoneal adhesions. Concomitant products included alprazolam (xanax), hydrocodone bitartrate;paracetamol (vicodin), hydromorphone hydrochloride (dilaudid), ibuprofen (motrin) and sertraline hydrochloride (zoloft). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), abscess (seriousness criterion hospitalization), pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (unilateral salpingooopherectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the salpingitis, device dislocation, oophoritis, abscess, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, device dislocation, genital haemorrhage, menorrhagia, oophoritis, pelvic pain, salpingitis, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion in previous reported as (B)(6) 2007, now it is stated as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: unchanged left sided hydrosalpinx. Whether the hydrosalpinx is bland or has superimposed infection is difficult to discern on CT or ultrasound. No focal drainable collection is evident. Pelvic and lower abdominal fluid, as described above, is beyond physiologic amount and may be secondary to the process occurring in the pelvis. Inhomogeneous attenuation of the liver. Please correlate with history and lab values for possibility of underlying hepatocellular disease. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, migration of essure device; on (B)(6) 2012: total bilateral occlusion, migration of essure device. Essure device within hemi pelvis. Pregnancy test - on (B)(6) 2010: bhcg-negative. Ultrasound scan - on (B)(6) 2010: 1. Small left ovarian cyst versus dominant follicle measuring up to 3.7 cm seen in the ovaries bilaterally 2. Tubal occlusion device is seen in the left fallopian tube fallopian tube is dilated and is consistent with hydrosalpinx. 3. Septate uterus. Concerning the injuries reported in this case the following events were added from medical record : salpingitis, device dislocation and oophoritis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, menorrhagia, abdominal pain and back pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff information form received. Event " abscess" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute salpingitis'), device dislocation ('migration of essuire device/device within hemipelvis'), oophoritis ('oophoritis') and abscess ('abscess') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2000, tonsillitis in 2000, multiparous and loop electrosurgical excision procedure. Concurrent conditions included prophylaxis since 2000, ovarian cyst, hydrosalpinx, septate uterus, left lower quadrant pain, pain, urinary incontinence, burning micturition, painful urination, constipation, diarrhea, vomiting, cervical dysplasia, dysfunctional uterine bleeding, hematuria, chills, vaginitis, vaginal itching, discomfort nos, vaginal odor, vaginal discharge, ovarian abscess and peritoneal adhesions. Concomitant products included alprazolam (xanax), hydrocodone bitartrate;paracetamol (vicodin), hydromorphone hydrochloride (dilaudid), ibuprofen (motrin) and sertraline hydrochloride (zoloft). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), abscess (seriousness criterion hospitalization), pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (unilateral salpingooopherectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the salpingitis, device dislocation, oophoritis, abscess, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, device dislocation, genital haemorrhage, menorrhagia, oophoritis, pelvic pain, salpingitis, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion in previous reported as (B)(6) 2007, now it is stated as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: unchanged left sided hydrosalpinx. Whether the hydrosalpinx is bland or has superimposed infection is difficult to discern on CT or ultrasound. No focal drainable collection is evident. Pelvic and lower abdominal fluid, as described above, is beyond physiologic amount and may be secondary to the process occurring in the pelvis. Inhomogeneous attenuation of the liver. Please correlate with history and lab values for possibility of underlying hepatocellular disease.. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, migration of essure device; on (B)(6) 2012: total bilateral occlusion, migration of essure device. Essure device within hemi pelvis.. Pregnancy test - on (B)(6) 2010: bhcg-negative. Ultrasound scan - on (B)(6) 2010: small left ovarian cyst versus dominant follicle measuring up to 3.7 cm seen in the ovaries bilaterally tubal occlusion device is seen in the left fallopian tube fallopian tube is dilated and is consistent with hydrosalpinx. Septate uterus. Concerning the injuries reported in this case the following events were added from medical record : salpingitis, device dislocation and oophoritis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, menorrhagia, abdominal pain and back pain". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/device within hemipelvis'), salpingitis ('acute salpingitis'), oophoritis ('oophoritis'), pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2000, tonsillitis nos in 2000, multiparous and loop electrosurgical excision procedure. Concurrent conditions included prophylaxis since 2000, ovarian cyst, hydrosalpinx, septate uterus, left lower quadrant pain, pain, urinary incontinence, burning micturition, painful urination, constipation, diarrhea, vomiting, cervical dysplasia, dysfunctional uterine bleeding, hematuria, chills, vaginitis, vaginal itching, discomfort nos, vaginal odor, vaginal discharge, ovarian abscess and peritoneal adhesions. Concomitant products included alprazolam (xanax), hydrocodone bitartrate;paracetamol (vicodin), hydromorphone hydrochloride (dilaudid), ibuprofen (motrin) and sertraline hydrochloride (zoloft). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (unilateral salpingooophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device dislocation, salpingitis, oophoritis, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, oophoritis, pelvic pain, salpingitis, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion in previous reported as (B)(6) 2007, now it is stated as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: unchanged left sided hydrosalpinx. Whether the hydrosalpinx is bland or has superimposed infection is difficult to discern on CT or ultrasound. No focal drainable collection is evident. Pelvic and lower abdominal fluid, as described above, is beyond physiologic amount and may be secondary to the process occurring in the pelvis. Inhomogeneous attenuation of the liver. Please correlate with history and lab values for possibility of underlying hepatocellular disease. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, migration of essure device; on (B)(6) 2012: total bilateral occlusion, migration of essure device. Essure device within hemi pelvis. Pregnancy test - on (B)(6) 2010: bhcg-negative. Ultrasound scan - on (B)(6) 2010: small left ovarian cyst versus dominant follicle measuring up to 3.7 cm seen in the ovaries bilaterally. Tubal occlusion device is seen in the left fallopian tube fallopian tube is dilated and is consistent with hydrosalpinx. Septate uterus. Concerning the injuries reported in this case the following events were added from medical record : acute salpingitis, migration of essuire device/device within hemipelvis and oophoritis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, irregular bleeding, abdominal pain and back pain. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received. Reporter information were added. Case become incident. Medical history and concomitant drug were added. Event : abnormal bleeding (vaginal), menorrhagia, acute salpingitis, migration of essuire device/device within hemipelvis, oophoritis were added. Event verbatim were updated as pelvic pain/pain. Outcome of the event pelvic pain/pain and abdominal pain were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.